Manufacturer narrative:
G2: citation: authors: lee, j. H., lee, j. I., ko, j. K., lee, t. H., <(>&<)> choi, c. H.. Contralateral transverse sinus occlusion after treatment of transverse-sigmoid sinus dural arteriovenous fistula: a case report. Korean journal of neurotrauma 18(1):104-109 2022. Doi:10.13004/kjnt.2022.18.e8 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lee jh, lee ji, ko jk, lee th, choi ch. Contralateral transverse sinus occlusion after treatment of transverse-sigmoid sinus dural a rteriovenous fistula: a case report. Korean journal of neurotrauma. 2022;18(1):104-109. Doi:10.13004/kjnt.2022.18.e8. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to present a rare case of contralateral transverse sinus occlusion in a patient who underwent endovascular treatment and stereotactic radiosurgery for dural arteriovenous fistula (davf) in the transverse-sigmoid sinus with ipsilateral sigmoid sinus occlusion. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted:  - a patient underwent transarterial embolization (tae) using the onyx. No tae-related complications were observed. However, even after repeated tae, symptoms such as headache and visual field disturbance recurred. Davf lesions were identified by follow-up conventional angiography; additional tae with particles and an additional session of gamma-knife radiosurgery (gkrs) were performed. Nine years after identification of the first lesion, the patient¿s symptoms worsened, and brain mr imaging and catheter angiography revealed aggravation of davf. Tae using particles and ventriculostomy were performed symptom palliation. However, the symptoms were relieved and then worsened. Additional tae with particles was performed. Eventually, all symptoms improved after repeated tae. There were no tae-related complications, and symptoms have been stable for a year since.